Event description:
Per the clinic, the position of the electrode array has changed. The patient was then placed under general anaesthesia on (B)(6) 2024, in order to reposition the electrode array. The implanted device remains.